Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called from a cruise ship to report accuracy issues with his wife's meter. Feels that the meter is very cold at times. When departing the ship had to have wife hospitalized because her na and k levels were off. Had to have 3 infusions to increase electrolytes.